Event description:
It was reported that, on an unknown date, a microclave® clear connector generated a no flow instance during patient infusion of medication. The following issue was reported by the customer: ¿microclaves repeatedly block the administration of therapeutics. There was no patient harm reported. This is one of five incidents.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.